Event description:
It was reported that a malfunction alarm occurred, specifically malf 12. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump.